Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 348 mg/dl, hadn't treated. Customer was advised to disconnect from the device. Customer did a five unit fixed prime, insulin did not exit. Disconnected and reconnected the reservoir and infusion set, pushed insulin slowly through tubing. Customer was advised to rewind and do another manual prime, the device alarmed. New reservoir and infusion set was used, did another manual prime and device alarmed again. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.